Event description:
It was reported that the patient presented to the emergency department with symptoms of syncope/near syncope. A remote transmission indicated far field r-wave (ffrw) oversensing on the atrial lead during the presenting rhythm and on previous atrial arrhythmia episodes. The lead remains in use. No further patient complications have been reported as a result of this event.